Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning the pump's cartridge and pneumatic tap area. After following the instructions, the customer successfully completed the cartridge load process and resumed insulin delivery.